Event description:
It was reported to philips that the system displayed an alert indicating that a button was active during start up, preventing the system from booting. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.